Event description:
It was reported that the lead was capped due to syncope along with loss of ventricular capture and unacceptable thresholds. No further pt complications have been reported after the device was replaced.